Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding an (B)(6) year-old, female patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported the patient was given a faulty pump. On (B)(6) 2015, the pump was implanted anyway because "they knew it would not work after a certain time.&#55316;he patient experienced severe pain due to the faulty pump. The patient was put in the hospital to replace the faulty pump. Additional information has been requested regarding the drug information, the patient's concomitant medications and medical history, troubleshooting, actions/interventions taken to resolve the event and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.